Manufacturer narrative:
This report is being submitted to report the associated bone cement. Medical products palacos r+g 40 gram/2x item# unknown lot# unknown.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical products: articular surface size ef 10 mm height item# 00596204010 lot# 63796439, lps-flex option femoral f-l item# 00596401651 lot# 63955715. Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately fourteen months¿ post implantation due to tibial loosening. No indication for infection. The tibial component was loose in the cement. The cement was partial well fixed to the bone. There is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d10, g4, g7, h1, h2, h3, h6, and h10. Visual examination of the returned product found signs of being implanted. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. X-rays were provided and reviewed by a healthcare professional. Review found interval loosening and slight medial subsidence of the tibial implant. Increased density within the tibial plateau could represent preceding stress fracture or reactive density due to the subsidence noted. Bone is osteopenic. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.